Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Two lot # used are lot #h08k9497 and h08k9498. Device history records for these lots were reviewed. No documentation was found that wold indicate a non-conformance to specifications. (B)(4). Manufacture date for both lots are 11/20/2008. The implants remain implanted, product return is not possible.

Event description:
It was reported that the patient who had opll, underwent an acf at c3-c6 by subtotal corpectomy at c4 and c5, implanting anterior plate system. The screw at left c6 was inserted too proud. The surgeon believed that it was because, the screw hole was drafted at an inappropriate angle. No patient complication was reported.